Manufacturer narrative:
The complaint of cracks on item ac205 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported that, on an unknown date in august, a 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer was found to have been broken resulting in a leak during patient use. It was reported, ¿broken manifold on cardiac or patient that arrived to ccu. IV drugs were not infusing properly and leaking all over the floor and placing patient at risk for air embolism and it was caught before harm reached patient that has a hypertension.¿ the event occurred at the hospital user facility. There was no patient harm reported.